Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2 and h3. Based on the results of the investigation and the information provided it is likely that the system cannot be accessed due to a failure of the motherboard. However, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the camera control unit was unable to access the system. It was not specified during what type of device usage the reported event occurred. However, it was confirmed the patient was not under anesthesia, therefore, there was no patient involvement.